Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed the device delivered an alert for out of range high voltage lead impedance. It is suspected there may be a possible issue with the supraventricular coil or with the df-1 header connection. No further information is available.